Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that received medical treatment due to an infection at the insertion site. The customer reported white discharge when removing the sensor. Troubleshooting was performed. Found that the customer is using the product correctly. However, the customer stated that she has been instructed to discontinue using the sensor until further notice. Nothing further was reported.